Manufacturer narrative:
The insulin pump was received with no button error alarm or battery out limit. The pump had no button response due to corroded keypad traces. The pump had a scratched display window, cracked case at display window corner (upper left, upper right and lower left corners), cracked battery tube threads and a missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had battery out limit alarm and button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 102 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.